Event description:
It was reported that a pump malfunction occurred with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.